Event description:
It was reported that a y-mesh and an advantage fit device were implanted on (B)(6), 2017. In 2018, the patient was diagnosed with an autoimmune disease. Subsequent clinical evaluation identified that the mesh eroded into the bladder at two separate sites, migrated through deep pelvic muscles, and embedded in the pubic bone. Due to these findings, the patient underwent complex mesh removal surgeries in (B)(6) 2024 and (B)(6) 2025. At the time of vaginal mesh removal, a native tissue vaginal prolapse repair was also performed. Pathological assessment of bladder tissue associated with mesh erosion identified a precancerous lesion. The patient reported persistent nerve injury and ongoing chronic pain following these interventions. Note: this manufacturer report pertains to the advantage fit device.

Manufacturer narrative:
Block e1: boston scientific received this complaint from a patient via australian regulatory authority (tga). Details related to the initial reporter were not provided. Block h6: the following imdrf patient codes capture the reportable events of: e2006 - mesh erosion e2330 - ongoing pain e0123 - nerve damage e0402 - autoimmune disease e2015 - precancerous lesion the following imdrf patient codes capture the reportable events of: f1905 - patient's mesh removal f1901 - additional surgery of vaginal prolapse repair block h11: the device was not returned for evaluation; therefore, a technical analysis could not be performed. With all available information, bsc concludes that the reported adverse events are known risks of the surgical procedure. Therefore, the investigation concluded that the most probable root cause for this complaint is known inherent risk of device which indicates that the reported adverse event is known and documented in the labeling.